Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted and then re-implanted due to patient discomfort. It was also reported that, after repositioning, the icm experienced a power on reset (por). The icm was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.